Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed power on resets recorded. On testing, the pump powered on with normal auditory and vibratory function. The returned battery cap attaches to the pump properly. The pump was exercised for 24 hours without power loss or interruption. The pump was opened for investigation and did not reveal any damage, defect or contamination of the internal components. The complaint was verified in the black box record but was not duplicated during investigation.